Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect had an end-of-service/end-of-life error message as a result of 3 overdischarge events. The implantable neurostimulator (ins) was then replaced after which the pt had excellent coverage with their stimulation.